Event description:
When the pt's camping trailer was plugged into an electrical outlet, the pt experienced a shocking sensation whenever he touched the metal of the camper with his stimulator turned on; he did not feel it when the stimulator was turned off. When the camper was plugged into a different outlet, it stopped. He did receive some small shocks on occasion when he touched different electrical items; the pt thought it must be when something wasn't grounded properly. He spoke to a contractor who stated most people wouldn't have felt the shock; the pt stated that he must be more sensitive now. No one else felt the shocking sensation until the pt touched them while they were touching the camper. Using a voltage meter grounded on one side and the other in his hand (while touching camper) he had a reading topping out at 17 volts. The pt's stimulator was located in his back. The pt was at home. His status was "good". The pt was encouraged to contact his hcp.